Manufacturer narrative:
The field service engineer visited the account and evaluated the system. No hardware issues were found. Quality control and precision runs were performed. All results were acceptable. The system functioned within specification. The specific root cause of this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported that an erroneously low glucose result was generated by the system. The customer result was not reported out of the lab. The customer re-ran the sample on a different system and the result obtained was within expectations. Quality controls and calibration results were acceptable prior to and after the event. There was no change to the pts' care or treatment. There is no report of any adverse event or need for medical intervention to prevent or preclude a serious injury.